Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 11th february 2020. The sam 360p device performed to specification throughout the investigation when fitted with a known good pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 360 device.

Event description:
Customer reported device gave a low battery prompt. There was no patient involved in this event.

Event description:
Customer reported device gave a low battery prompt. There was no patient involved in this event.